Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, retested and returned to the customer. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Syringe split nut two recall- 03/09/2018 13:52:12 william burdette (wburdett) for additional repairs please contact michele gmerek, biomed, mgmerek@ghs.org 03/19/2018 13:25:26 marites malig (mmalig) phone 858-458-7000 7000 est rcl-mjr 03/27/2018 08:51:01 jessica galang (jgalang) updated from rcl to mjr for the major repair needed per marites malig, service tech. Repair approved by michele gmerek at mgmerek@ghs.org for $579. New po# is 961329rpr. Npi 03/29/2018 08:54:32 marites malig (mmalig) phone 858-458-7000 7000 device rec'd with software v 9.33.0.50 already 03/30/2018 08:22:57 annette a mendez (amendez) 1z9791540271439949 08/20/2019 12:32:45 joseph kuhls (jkuhls) during the repair process, it was determined that the original problem code should have been brok (broken damaged) for complaint trending purposes file reopened to add track wise pr number to the device data field. This file was initially classified as a level 3 non-complaint for preventative maintenance, upgrade, reconditioning, customer inquiry, or recall which do not require customer advocacy quality review, per swi 1501-006-000. This file contained documentation of product deficiency allegations, per swi-151-070-000 and swi 1501-096-000, and/or repairs (which may or may not have been performed) that are out-of-scope with the initial level 3 non-complaint. Such documentation upgraded the file to a level 2 complaint, per swi 1501-070-000 and swi-096-000, which required a level 2 customer advocacy quality review, also per swi 1501-070-000.